Manufacturer narrative:
The system was examined, but the company representative did not indicate replicating any issue related to the reported event. However, the connectors on the pneumatics module, were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the fluid/air exchange infusion and the touchscreen did not work. Event timing and patient impact are unknown. Additional information has been requested, but none has been received.